Event description:
The reporter stated that during a surgical procedure for a two week old pilon fracture (a comminuted fracture of the distal tibia), the surgeon elected to do an ankle fusion. The panta arthrodesis nail for talo-tibio-calcaneal arthrodesis could not be used in the recommended manner because there was a fracture present. During the procedure, the nail fixation axis broke at the level of the nail, leaving the threaded portion in the nail. The jig then could not be connected to the nail, and the surgeon had to insert the proximal screws into the nail "free hand". The procedure was prolonged by about sixty minutes and add'l x rays were needed. Stainless steel threads were left in the bottom of the titanium nail.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.